Manufacturer narrative:
The customer reported to have replaced the pump, and resolved the reported issue. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator generated an abnormal noise coming from the pump. Although, the ventilator continued to cycle, the patient was transferred to another ventilator. There was no reported patient injury.